Manufacturer narrative:
Pin pushed out on litter connector.

Event description:
It was reported by service report that the bed had no power to the footboard. The customer could not determine whether there was pt involvement or adverse consequences occurred.